Event description:
Patient implanted with a va-lcp curved condylar plate, screws, nail and additional hardware on an unknown date. Eight months status post, there was no fracture consolidation. Postoperative x-rays taken on an unknown date showed a broken plate. Plate was explanted on an unknown date.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.